Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the upper buttocks on (B)(6) 2022. On (B)(6) 2022 the patient developed redness, inflammation, drainage, and pus under the sensor patch. The patient's parent stated the area was hot swollen, hard, and pus was expressed from the site. A healthcare personnel (hcp) was consulted and antibiotics (unspecified route) were prescribed. No additional patient or event information is available.

Manufacturer narrative:
Cmpl-(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).